Manufacturer narrative:
The allegation by the customer is under investigation by merge healthcare.

Event description:
Merge hemo monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemo monitor pc via the serial interface. All data can be shown and monitored on the hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the site was having problems calculating pressure and multiple beats were detected within the ECG waveform during an active procedure. Subsequently, the patient was removed from the table and the procedure was rescheduled for one week later. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 09mar2016. An internal investigation was completed by merge healthcare (hemo-7495) and it was found that the r-waves were not marked correctly as evidenced by photographs supplied by the customer and by viewing an r-wave recording. The r-wave pattern had intermittent duplication of r-waves and this behavior could continue throughout the recording. This duplication of r-waves could result in an inaccurate heart rate or invasive blood pressure value. These values are used in calculations which could then result in inaccurate data. Based on the duplication of r-waves and the affect on values and calculations, the issue is readily apparent to a trained user. To resolve the issue at the time it is recognized, the user will have to manually deselect the duplicate r-waves. The issue, which is readily apparent, does not pose patient safety concerns. The potential impact to a patient has been reviewed and the risk level has been assessed as low (non-serious injury). Additionally, a low number of customers have reported this issue therefore reducing the frequency of occurrence. The merge hemo user manual includes instructions on how to remove unwanted r-wave markings. Device labeling, hemo-5303 version 9, addresses the potential for such an occurrence in the pressure tab section with statements such as, "beats - selected beats from computerized calculations may be eliminated, such as catheter whip and respiratory variation. The computer detects the r-wave in the ECG and places gray lines through the area in the pressure waveform. The system uses the spaces between these lines to calculate gradients and analyze pressures. Proceed to r-wave for correction if necessary." No further actions are anticipated at this time due to the issue being readily apparent, the low number of complaints, the ability to correct the issue per the user manual and low impact on patients. H6 - evaluation codes: methods code #1: 37 - photographic inspection methods code #2: 3304 - in situ observation (observing the device in the exact same conditions and setting in which the device was used) (B)(4). H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report.